Event description:
It was reported that the customer was admitted to the hospital due to an elevated blood glucose level and diabetic ketoacidosis. No additional information was not provided. Customer declined to complete troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.